Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed battery failed. Troubleshooting was performed. During initial troubleshooting, the insulin pump alarmed but was resolved with battery change. Review of the insulin pump's history found power loss alarm and troubleshooting was performed. Customer's blood glucose at the time of incident was 120mg/dl. Power loss alarm was not received during troubleshooting and a new battery cap was sent. Customer's mother called back to report continuous battery issue after receiving new battery cap. Power loss alarm was reported and troubleshooting was performed. Battery failed alarm troubleshooting was also performed. Customer's mother stated that no replace battery now alarm was received. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.